Event description:
It was reported that balloon rupture occurred. A 4.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the fourth inflation at 16 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.